Manufacturer narrative:
The technician replaced all brake casters and brake caster supports to resolve the issue.

Event description:
The technician alleged that the brakes are not holding while in brake mode. No pt impact.